Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leaking. Customer cannot recall their blood glucose reading. After troubleshooting, customer was advised the reservoir will be replaced. The infusion set will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill reservoir test per (b)(4 and (B)(4). Found transfer guard no leakage and no occluded anomaly during filling. (B)(4).